Manufacturer narrative:
Cine image review summary: procedural images provided indicate previous bypass surgery to the left coronary system. There are lesions visible in the left main and the ostium obtuse marginal. There is evidence of a previously deployed stent in the lcx. Pre-dilation is performed on the lcx and the om, there are no images provided of the delivery and the un-deployed stent showing the reported stent deformation. It appears likely that there is stent thrombus in the bifurcation of the vessels, however this is not related to the complaint device. The final images show what appears to be a dislodged stent in the renal arteries. It has been confirmed that the dislodged stent is not a medtronic stent. Additional information: during a cine image analysis, a stent was noted to be dislodged in the renal arteries. It was confirmed that the dislodged stent was non-medtronic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No stent deformation was evident. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion located in the ostium obtuse marginal (om). The device was inspected with no issues noted. The lesion was pre-dilated. The device passed through a previously-deployed stent. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury.